Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) on january 2006. The monitoring voltage was 2.63 v and the last auto capacitor reformation was 19.2 sec. Three months prior, the monitoring voltage was 2.83 v and charge time was 7 sec. It is also reported that the patient had shoulder replacement surgery four months ago.